Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds with non capture at high outputs and high and variable impedance in bipolar and unipolar configurations. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.